Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guidewire kinked and tailed away (became thinner and thinner) while pulling it out, with the danger that a part of it remains in the patient's body. The tip of the introducer got damaged as well while trying to insert it. The catheter's shape changed also as a result of the struggle with the guidewire. The device was removed without any report of retained device.

Manufacturer narrative:
Qn#(B)(4). The customer returned a single spring wire guide, catheter, dilator, needle, clamp, fastener and lidstock. The spring wire guide was inserted in the catheter. The guidewire and the catheter showed signs of use in the form of biological material. The guide wire was observed to be bent throughout and was kinked at primarily five locations along its body. The distal j-bend was misshaped. Both welds were present and were observed to be full and spherical. The returned catheter was slightly bent along the catheter body. The kinks in the guide wire were located 310mm, 364mm, 510mm, 540mm and 570mm from the proximal end. The overall length of the guide wire measured 601mm which is within the specification of 596-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.801mm which is within the specification of 0.788-0.826 per guide wire product drawing. The catheter body measured 219mm from the distal tip to the juncture hub, which is within specifications of 207-227mm per catheter graphic. The outer diameter of the catheter body measured 2.41mm which is within specifications of 2.39-2.49mm per catheter body extrusion graphic. The guide wire was advanced through the returned catheter, returned dilator and returned 18ga introducer needle to functionally test the guide wire. The guide wire passed through all components only encountering resistance at the major kinks. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit includes the following warnings and cautions for the user: "do not cut spring-wire guide to alter length." "Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." "If resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel." "Do not apply undue force on guidewire to reduce risk of possible breakage." "Do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." "Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." "Clinicians must be aware of potential entrapment of the guidewire by an implanted device in circulatory system. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to reduce risk of guidewire entrapment." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed five kinks along the guide wire body. The catheter and the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the sample received and the customer report, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the guidewire kinked and tailed away (became thinner and thinner) while pulling it out, with the danger that a part of it remains in the patient's body. The tip of the introducer got damaged as well while trying to insert it. The catheter's shape changed also as a result of the struggle with the guidewire. The device was removed without any report of retained device.